Event description:
It was reported that the patient had the artificial urinary sphincter cuff and balloon components removed due to unknown reasons. A new artificial urinary sphincter 4.0 cm cuff and 61-70 prb were implanted.